Manufacturer narrative:
Medical device expiration date: na FDA device problem code(s): 1354, FDA patient problem code(s): 2199. Investigation summary: a complaint history check was performed and this is the 1st related complaint for shield does not detach as intended, needle hub separates and needle bent on lot # 9324157. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended, needle hub separates) was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9324157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200861736] noted that did not pertain to the complaint. There was one (1) notification [200862349] noted for raised needle assemblies. There was one (1) notification [200861669] noted for cracked hubs. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use with a relion® insulin syringe the hub separated from the device and remained in shield. The following information was provided by the initial reporter: it was reported that the needle shield was difficult to remove and the needle hub separated from the syringe and remained in the shield.